Event description:
It was reported that device fracture occurred. The patient presented with peripheral artery disease for intravascular ultrasound of the left superficial femoral artery, popliteal, and tibials. The 70% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was inserted twice, it was noted that the distal tip of the catheter was cracked but not entirely separated. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported.